Event description:
A 73 y/o male adm on 9/5/97 with chronic ischemic heart disease. Pt arrested 9/8/97. A life pak 9 monitor/defibrillator was used in conjunction with cardiotronics equipment. Equipment failed to defibrillate the pt and another piece of equipment was brought in. Physicians do not believe this incident contributed to pt's death.